Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va00n2q, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient thought their device had failed. No further information was reported.